Event description:
Doctor attempting to deploy stent from guide; unable to deploy because stent was crushed.

Event description:
Doctor attempting to deploy stent from guide; unable to deploy because stent was crushed.